Event description:
It was reported that kit affirm att system 100 ea caregiver was cut by sharp material with exposure to patient fluid through cut in glove. The following information was provided by the initial reporter: caregiver cut by sharp material after breaking ampule with exposure to patient body fluid through cut in glove. Also had second separate instance of caregiver being cut when opening ampule, but without exposure to body fluid.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit affirm att system 100 ea caregiver was cut by sharp material with exposure to patient fluid through cut in glove. The following information was provided by the initial reporter: caregiver cut by sharp material after breaking ampule with exposure to patient body fluid through cut in glove. Also had second separate instance of caregiver being cut when opening ampule, but without exposure to body fluid.

Manufacturer narrative:
H6. Investigation summary: bd integrated diagnostic solutions initiated investigation on the customer report regarding glass user injury while using the affirm atts (catalog # 446255), batch # unknown. Previous investigation did not reveal any changes to materials that could directly cause this injury. A review of past complaints does not indicate trend by atts batch. Bd implemented the packaging of the atts ampule crushing tool in order to prevent future occurrence of this issue. All current atts kits contain 1 tool which will be provided in each kit indefinitely. Per package insert instructions, bd strongly recommends use of this tool to eliminate chance of future injury. We will continue to closely monitor for trends associated with atts glass injury. H3 other text : see h10.